Manufacturer narrative:
Upon visual inspection of the complaint device it can be seen that the instrument is in a well-used condition, as some of the tooth a worn (locking mechanisms) and furthermore, there are signs of abuse as the screw recess shows signs of tampering and on the opposite the welding-seal is broken, as well the tips does not align anymore (bent), and in addition the body of the pliers got marked after production. Based on these findings we are able to confirm the complaint description. The article was manufactured in july 2017. Device history record (DHR) review was performed for the affected lot were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. No ncrs were marked in the DHR during production. The cause of complained malfunction is a post-manufacturing caused and/or use related, therefore the in the investigation flow listed remaining investigation steps are not required. Unfortunately, we are not able to determine the exact reason for this occurrence, but we have to assume that improper handling led to this damage or/and that during the operation an application error may have taken place. To prevent such problems, it is necessary worn, incomplete or damaged instruments to replace. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part number: 399.980, lot number: t153468, manufacturing site: (B)(4), release to warehouse date: 07-jul-2017. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in india as follows: it was reported that the forceps were not working properly when checked by the surgeon. No procedure involvement was reported. This is report 1 of 1 for (B)(4).